Event description:
It was reported that this insertable cardiac monitor (icm) is unable to connect. The representative tried to connect with the clinic mobile monitor (cmm) but it was unable to connect with the device, it was confirmed that the cmm is functional. A patient-initiated interrogation was performed but unsuccessful. The representative confirmed that they can feel where the implant was placed. It was advised to explant and re-implant and to return the device if explanted for analysis. The icm remains in service and no adverse patient effects were reported. Additional information indicated that this insertable cardiac monitor (icm) was explanted. A new icm was implanted. The original icm was returned. No additional adverse patient effects were reported.